Event description:
The doctor reported that a patient treated for a laser vision correction presented at the post operative examination with an induced astigmatism and a loss of best corrected visual acuity (bcva). The patient's bcva in the right eye was 20/80 and the left eye was 20/25. The doctor also reported experiencing unstable energy during laser vision treatments.

Manufacturer narrative:
An amo field service engineer examined the system at the customer's location and found the coating on the front chamber optic to be worn. The field service engineer replaced the optic and completed a beam alignment. System placed back into service and no further issues have been reported. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.